Event description:
User facility mandatory medwatch received, which stated the following: "pt who is status-post hemimaxillectomy in 2004. Post-operatively, they suffered a stroke, and was ordered to have heparin. The abbott plum pumps have recently been upgraded, and an additional step confirming the programming has been added. The nurse programmed the pump to deliver the medication, pressed the "start" button and left the room before the confirmation request came up on the pump. Therefore, the pump did not deliver the medication and was discovered some time later not to be infusing. It is unk whether there was harm to the pt." Upon further query the following info was provided: the customer indicated that the event was the result of an error in programming the device. The pump was programmed to infuse an unspecified concentration of heparin. The pump parameters were not specified. The customer contact stated, "the nurse did not confirm the confirmation screen and the nondelivery was not noted unitl 12 hours after the solution was intended to be initiated." It is unk if the pump alarmed. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.